Event description:
Additional information received identified troubleshooting was tried no avail. Additionally, it was noted the sensor may be in a vessel that is smaller than recommended size per the IFU.

Event description:
Additional information received identified in another session of troubleshooting the sensor communicated with the external devices and acceptable readings were observed.

Event description:
Additional information received identified the patient was recalibrated through right heart catheterization on (B)(6) 2018. Issue has resolved.

Event description:
Additional information received identified the patient sensor was evaluated and recalibrated. Signal quality was stable at 99% and all the readings were taken. The patient is happy with the outcome. Reportedly, the issue has resolved.

Manufacturer narrative:
In first sentence ¿of ¿was inadvertently printed. Instead it should read ¿it was reported (B)(6) calibration was not able to be performed as the hf sensor was unable to establish communication with external devices¿.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) calibration was not able to be performed as the hf sensor was unable to establish communication with external devices. Troubleshooting was tried to no avail. The issue is under observation and further troubleshooting is planned for later date. The patient is a clinical study patient.